Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high threshold and r wave amplitude variation. Upon chest x-ray the lead was found to be in the same position. The patient was scheduled for lead repositioning. During the procedure the helix could not be extended. The lead was explanted and replaced. The patient was asymptomatic before, during and after the procedure.